Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while defibrillating a patient (age & gender unknown), an arc was heard from the electrode pads. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.